Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the[defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) approximately 13 months later. The device was subsequently returned for analysis.

Event description:
Boston scientific received information that the competitive right ventricular (rv) lead exhibited intermittent out of range pacing impedance measurements. Review of the patient's data noted that all other measurements were within normal limits. Isometrics were unable to reproduce the out of range impedance measurements. The physician electively performed induction testing and all measurements were within normal limits. The physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.